Event description:
The report stated that while in use for a laparoscopic colon procedure, the device would no longer seal after two successful seal cycles. An end tone, signaling a completed seal cycle, was heard but no regrasp alarm sounded. Another device was used to complete the procedure without incident. There was no bleeding and no tissue damage.

Manufacturer narrative:
Date of initial report: 11/13/2008. The sample has been requested, but to date, the incident sample has not be received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.